Manufacturer narrative:
Lot number - updated from 0023371301 to 0023371302. Age at time of event: above 18 years and older. Device evaluated by MFR: the device was returned for analysis. Visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 3mm proximal to the proximal edge of the distal markerband. Visual and microscopic examination of the balloon material identified no issues with the balloon material that have contributed to the damage identified. Visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately calcified vessel in the limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation the balloon ruptured and the patient was known to have allergy with the contrast media. The procedure was completed with another of the same device. No patient complications or symptoms were reported.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately calcified vessel in the limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation the balloon ruptured and the patient was known to have allergy with the contrast media. The procedure was completed with another of the same device. No patient complications or symptoms were reported.